Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device. From the key log file it was observed that several warm boots had been registered and that the batteries were 6 years old. The reported issue could however not be reproduced. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control that their device powered off automatically when it was used to monitor a patient. Patient details and information about the patient outcome were not provided.